Event description:
Patient report of pain following micro-insert placement. Hsg confirmation test was performed and it showed that the micro-insert migrated from the right fallopian tube, was found in the abdomen, and was removed via surgery on (B)(6) 2011. Patient responded to additional request for information, stating that the physician deemed removal medically necessary to remove the device that perforated the tube and migrated into abdomen. The patient reports that, in general, her pain has subsided, although her only menstrual cycle since removal was more painful than usual.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs